Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced low blood glucose (bg lowest 37 mg/dl). Customer believed the pump personal profile settings were not correct for their body. Customer did not allege any issues against the pump or pump supplies. Customer reverted to using manual insulin injections for insulin therapy. Reportedly, customer discussed pump settings with a tandem clinical diabetes specialist and their healthcare provider. Customer declined tandem technical support's offer to troubleshoot and declined to provide further information.